Event description:
Shaft of sleek pta balloon broke at rapid exchange entrance port inside pt. Product will not be returned. Lot no: 50023088, (B)(4).

Manufacturer narrative:
As the device was not available for inspection a root cause could not be determined. The manufacturing documentation for the lot in question was reviewed and no anomalies were noted.